Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided.

Event description:
It was reported that the unknown bd nexiva IV catheter experienced product damage. The following information was provided by the customer: material no.: unknown batch no.: unknown it was reported that the catheters are not assembled correctly and parts have fallen off inside the packaging. Per email: one of our critical care nurses advised that the nexiva IV catheters are not assembled correctly ( parts have fallen off inside the packaging) and staff have had blood exposure. I have a couple of the "defective" products in the original packaging that I would like for you to review.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unknown bd nexiva IV catheter experienced product damage. The following information was provided by the customer: material no.: unknown, batch no.: unknown. It was reported that the catheters are not assembled correctly and parts have fallen off inside the packaging. Per email: one of our critical care nurses advised that the nexiva IV catheters are not assembled correctly ( parts have fallen off inside the packaging) and staff have had blood exposure. I have a couple of the "defective" products in the original packaging that I would like for you to review.